Event description:
It was reported that the third orbit galaxy coil (detail unknown) detached unintentionally during the procedure, while using the dcs syringe ii (B)(4) just before the green zone. No detachment was attempted at that time, but the 3rd orbit galaxy was placed in the target aneurysm with no further issues, processes or procedures. Then, the 4th coil (detail unknown) was attempted to be purged using the same syringe, but it could not be detached at the green zone or the red alternative detachment zone. It is unknown how many times it was attempted to detach. Once the syringe was replaced for a new one (dcs syringe ii ((B)(4), lot unknown), the same coil was detached without any difficulties. It was noted that when he detached the 2nd coil (detail unknown) using the 1st syringe, the gauge indicator increased at the red alternative detachment zone because, too much pressure was applied on the rotating the knob of the syringe. Afterwards, the procedure was completed with no further issues. There was no patient injury reported. The complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. Purging was performed before used in the patient. Also no damages were reported on the device after the event, and the user was trained. The complaint product is going to be returned for evaluation. No additional information is available.

Manufacturer narrative:
The device was not returned for analysis, and the lot number was not provided. Therefore, no DHR could be conducted. Without the device, the reported event could not be confirmed, and no DHR could be conducted because the lot number was not provided. Based on the available information, procedural factors might have contributed to the event. Therefore, no corrective action will be taking at this time.